Event description:
A hospital in another country, reported that the rd900 infant resuscitator manometer gauge was faulty. No patient injury was reported.

Manufacturer narrative:
This report was prepared by rep. The rd900 device was connected to a pressure tester. At a tester setting of 10 cmh2o the reading on the manometer was 7 cmh2o. At 40 cmh2o the reading on the manometer was 29.5 cmh2o. The manometer was replaced and passed the performance test. Conclusion: the manometer gauge was reading a lower value than the pressure tester. This means when the device is in use the maximum peak inspiratory pressure (pip) set on the device by the clinician would result in a lower rip being delivered. The clinician would adjust the pip as needed to obtain the desired pressure. The rd900 is a portable reusable device and subject to implants which can offset the manometer should an impact occur such as dropped from a height. The operator is advised in the user instructions to do a performance check should this happen. The device was repaired and returned to the hospital.